Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) clinical product specialist that "the pins located inside the end of the inspiratory limb on the rt240 circuit are mis-shaped and prevented the connection between it and the heater wire adapter." This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt240 breathing circuit was visually inspected for the reported damage and tested to see if it could be connected to a heater wire adapter. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. Visual inspection revealed that one of the pins in the inspiratory tube was bent and split. A lot check revealed no other complaints of this nature for lot number 091023. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).